Event description:
Peak pressure alarm was going off. Ventilator was not delivering volumes to the patient. Trouble shooting failed to fix the problem so took ventilator out of service and replaced with new ventilator. Patient became hypertensive but quickly returned to normal pressures once machine was switched out. Patient was ventilated with bag with no issues. Patient became stable within minutes: hr of 100, spo2 100%, 118/70.